Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years six months of post deployment, a chest 2 views were performed, and it was revealed a broken strut in the right lower lung zone from an inferior vena cava filter, which has embolized to the lung since the prior study. A left rib series 4 views were performed, and it was revealed there was a thin linear density noted projecting over the right lower lung zone, which has a similar appearance of strut. It appears the filter currently has 11 struts and previously had 12 struts. Therefore , the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 11/2010). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter strut detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter strut detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.